Manufacturer narrative:
The reported leak was confirmed by a manufacturer repair technician through visual inspection. Upon disassembly, a failed e-box seal was found, which can cause the reported event.

Event description:
It was reported that during a surgical procedure at the user facility the device was leaking an unknown substance. The procedure was completed successfully using back-up equipment. No delay, no medical intervention and no adverse consequences were reported with this event. It was reported by the user facility that nothing entered the surgical site.